Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed that the iabp unit was delivered to the customer's site. Normal operation was confirmed and the iabp unit was cleared for use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to investigate. The fse arrived at the customer's site and removed the iabp unit with the intention to evaluate evaluated the iabp unit at the getinge (B)(4) office. The fse was able to duplicate the reported issue and replaced the drive manifold assembly. Subsequently, the fse stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit is expected to be returned to the customer on 03aug2021. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, an "automatic filling" error occurred on the cardiosave intra-aortic balloon pump (iabp). The iabp unit was unable to be "driven." There was no patient involvement, and no adverse event reported.